Manufacturer narrative:
Checking the manufacturing charts and sterilization of the involved lot #'s, no pre-existing anomalies were found. This is the first and only complaint received on these lot #'s. The explanted items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, preoperative or post-operative x-rays were requested but not available. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering the facts: checking the manufacturing charts and sterilization of the involved lot #'s, no pre-existing anomalies were found. The glenoid baseplate was loose and there was a superior fracture line which extended through the superior screw hole. No infection was noted during the surgery and no signs on follow up. We can state that the event was not product related. Pms analysis according to limacorporate pms data, revision rate of smr reverse prosthesis due to loosening of the glenoid components is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a combined initial-final MDR.

Event description:
On (B)(6) 2023, revision surgery performed for loosening, fracture, and conversion to hemi. Preoperative diagnoses suspected shoulder joint infection. - humeral component was removed with no additional bone loss. Glenosphere was removed. However, the glenoid baseplate was loose and there was a superior fracture line which extended through the superior screw hole. Cause unknown. Extensive bone graft was placed in the center hole, screw holes, and around the fracture site. This decision was made to bone graft in case the surgeon were going to put a revision reverse surgery in at some point so there would be more bone stock or even the need for a custom implant would benefit from increased bone stock of that glenoid and glenoid fracture. No infection was noted during the surgery and no signs on follow up. The patient involved has a complex clinical history: on (B)(6) 2016 - initial surgery: a lima smr anatomic total prosthesis was implanted. On (B)(6) 2016 - 1st revision surgery due to pain and potential allergy to poly or metal (surgeon concern). Conversion from anatomic to hemi prosthesis. This event was registered by limacorporate as complaint (B)(4) with the MFR 3008021110-2023-00089 on (B)(6) 2017 -2nd revision. Cultures from (B)(6) 2016 reveal p acne so a second revision surgery was performed to remove all implants (humerus part included) due to potential infection. No gross appearance of infection observed intra operatively. This event was registered by limacorporate as complaint (B)(4) with the MFR 3008021110-2023-00090. On (B)(6) 2017 - 3rd revision surgery performed for debridement and poly liner swap due to patient complaint of pain. This event was registered by limacorporate as complaint (B)(4) with the MFR 3008021110-2023-00091. On (B)(6) 2023, 4th revision surgery performed for loosening, fracture, and conversion to hemi. Preoperative diagnoses suspected shoulder joint infection. Object of this incident report. Patient data: male, date of birth - (B)(6) 1971, approx. Weight - 113kg, disabled. Event happened in u.s. Patient - male. Date of birth - (B)(6) 1971. Approx. Weight - 113kg. Event happened in u.s. Items explanted: smr humeral extension + 9 mm, commercial code 1352.15.001 - lot #1700687 - ster. #(B)(6). Smr reverse humeral body short, commercial code 1352.15.005 - lot #1511212 - ster. #(B)(6). Smr reverse liner +3mm d.40mm, commercial code 1365.50.815 - lot #14l0402 - ster. #unknown smr glenosphere ø40mm, commercial code 1374.09.120 - lot #1615316 - ser. #(B)(6). Smr glenoid peg tt s/std #l, commercial code 1375.14.663 - lot #1507604 - ster. #(B)(6). Smr glenoid baseplate standard, commercial code 1375.15.610 - lot #1616098 - ster. #(B)(6).